Event description:
Device was connected to a patient and successfully made one ECG analysis and rendered a shock advised decision. After delivering the shock, device displayed a constant connect electrodes message and the device was not used to continue the call. The patient was not resuscitated. Reporter stated that the reported event did not cause or contribute to the patient's outcome. The statement was based on the paramedic's assessment of the patient's lack of viability.